Event description:
It was reported that during an unknown procedure the clip failed and shot out during application. The clips were shooting out of the device and could not be applied to the vessel. The procedure was converted from a laparoscopic procedure to an open procedure to ensure all clips were retrieved from the pt. The pt is doing well with no further complications.